Event description:
Pt was revised to address poly wear of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 11 other devices from lot tr9db1 have been delivered and can be reasonably concluded implanted without issues as no further reports are identified. The investigation could not draw any conclusions regarding the reported event with the info available, however, although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx ten yrs implanted. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.